Event description:
User added watertrap and 6" corrugated tubing between expirentury side of pt circuit and ventilator water trap. The 6" corrugated tubing used to connect watertrap to circuit and ventilator watertrap became disconnected from ventilator watertrap. Pt brady'd down into 20's. Nurse found and corrected problem and heart rate increased. No other problems. Vent alarmed at appropriate times.